Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The moderately tortuous and calcified target lesion was located in the proximal circumflex (cx). The lesion was predilated with a 2.0x20mm apex balloon and then a 2.25x12mm taxus liberte atom stent was advanced to the cx but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was damaged. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as 'okay'.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)